Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient present with pre-op diagnosis of scoliosis. Intra-op, the set screw slipped. The product came in contact with the patient. No patient symptoms or complications as a result of this event.